Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was not dropped and reservoir icons were stuck on same level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer need to replace the insulin pump. The insulin pump will be returned for analysis.